Event description:
It was reported that the patient went to the emergency room (ER) and was diagnosed with a skin infection. For treatment, the abscess was drained and was sent home with antibiotics. The cannula was dislodged and bent, while wearing the pod longer than 48 hours on unknown location.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.